Event description:
It was reported that device failed the volume test (18.8-21.2 ml) with values of 18.406, 18.365. Per reporter, there was no patient involvement. Evaluation of the returned device identified that upstream occlusion (uso) seal was separating, this could lead to interruption of therapy.

Manufacturer narrative:
H3, h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). Functional and visual tests were performed, but the reported issue was not duplicated. The downstream occlusion (dso) seal separation was noted during the visual inspection. This indicated a reportable malfunction based on the dso seal. The service history review had no indication that the complaint was related to a service of the device within the review period.